Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information has been provided at this time. Rxsight's first awareness of this was 8/17/2021. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. The lens was visually inspected. No issues were found. Optical testing could not be performed due to the condition of the lens.

Event description:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information has been provided at this time. Rxsight's first awareness of this was 8/17/2021.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information has been provided at this time. Rxsight's first awareness of this was (B)(6) 2021. The device history record for the lens was reviewed. No issues were noted. The lens is currently being evaluated.

Event description:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information has been provided at this time. Rxsight's first awareness of this was (B)(6) 2021.